Event description:
The vitrectomy cutter failed to cut properly, resulting in a retinal tear. Laser photocoagulation and gas injection was administered. No report of additional pt injury or post-op adverse effects.